Event description:
The user facility reported that when attempting to insert the angio-seal sheath into the artery, with arteriotomy locater properly assembled, the sheath would not access the artery and developed a kink at the blood inlet portion of the sheath. The case was a 6 french access with pinnacle sheath. Supportive 035 wire was inserted when attempting to insert the angio seal. Nonetheless, the sheath would not enter the artery and developed a significant kink, leading to manual pressure being held to complete hemostasis. The case was a common femoral artery (cfa) access for percutaneous coronary intervention (pci). The procedure being performed was a coronary angiogram with pci. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical support services coordinator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath and locator. The device was visually inspected, the sheath and locator were returned fully mated. The returned sheath was found to have one kink on the tubing. No other damage or issues with the device were identified. The complaint was able to be confirmed for a kinked sheath. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the sheath due to handling during sheath and locator assembly or due to handling during device insertion into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).